Manufacturer narrative:
(B)(4)

Event description:
It was reported that "staples were found jamming during use on the patient." No patient harm or injury reported. The patient's status is reported as "fine".